Event description:
It was reported that the patient experienced an overstimulation sensation. The patient was reprogrammed on (B)(6) 2012 and the device worked well on that day through the afternoon of the following day. The following day, the stimulation was too strong. The patient turned the stimulation down but it wasn't decreasing the stimulation sensation so she turned it off. It was noted that when the patient "lay on her back or looked up/threw her head back", the stimulation got strong. It was also reported that the stimulation was in the wrong location, with stimulation being felt in patient's legs but not in her back. The patient's back "hurt so bad she couldn't get up." It was further noted that the patient never had therapeutic effect. The patient got "numbness, burning and tingling" sensation in her feet which were indicated to have been caused by a "nerve in her colon being hit." This nerve was hit when patient was constipated, who was stated to have irritable bowel syndrome (ibs). Prior to when patient was reprogrammed, she had two days where her feet were "burning really bad"; she could feel the stimulation but it did not help with the numbness, burning and tingling she felt in her feet. It was also reported that the patient turned the stimulation down on one of her programs from .65v to .55v but stimulation was still too strong. Stimulation on patient's other program was adjusted down but "2.5v was not enough and 2.6v was too much", and patient was still only feeling stimulation in her legs. Stimulation on the previous program was adjusted up to 1.7v and patient did not feel stimulation in her back and no change in stimulation. Stimulation was reported to be "speeding up and slowing down" and patient "didn't really like that". Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).